Event description:
It was reported that, according to the patient, ¿they¿ were supposed to put in a paddle lead and ¿they¿ did not do that. Only a new generator was implanted. The patient stated that the doctor was supposed to take the leads out but all he did was put in a new generator. The patient stated the leads were not implanted correctly. As a result, on (B)(6), the patient had another surgery ¿to get the leads straightened out.¿ the patient also claimed that the implantable neurostimulator (ins) was explanted (B)(6) 2014. However, device registry had a date of (B)(6) 2014. It was not clear when the ins was explanted. The patient stated he did not have an implant any longer. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3487a-33, lot # j0016051v, implanted: (B)(6) 2000, product type lead; product ID 3487a-45, lot # j0454644v, implanted: (B)(6) 2004, product type lead. (B)(4).